Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-05960. It was reported that during a stenting treatment procedure, the covered stent was leaking. Six months post kidney graft procedure, the patient was undergoing treatment to close off the transplanted renal artery from the non tortuous right external iliac artery due to kidney rejection. Vascular access was obtained via the patient's right common femoral artery. A 10x70mm wallgraft was deployed with the transplanted renal artery centered with the stent and post-dilation was performed with a 7.0x4.0mm balloon; however, angiography revealed blood flow remained post deployment. A second 12x70mm wallgraft was placed 2cm proximal to the first wallgraft, but blood flow still remained during angiography. Post-dilation was not performed; however, both wallgrafts were considered well positioned and well apposed. The leaks were identified in the middle of the wallgrafts. No resistance was encountered during use of the devices. The procedure was ended without success. There were no additional patient complications reported and the patient's status was stable. Further follow up with the patient post procedure observed the patient is in good condition; however, a transplantectomy is planned.